Manufacturer narrative:
This report is submitted on may 17, 2018, (B)(4).

Event description:
It was reported that the patient experienced a cellulitis infection at the abutment site on (B)(6) 2009 and subsequently a longer abutment was placed on (B)(6) 2009. Following, the procedure, the site had reportedly healed.